Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific has made the attempt to retrieve the device however the information was not available at the facility; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of chest pain, pericardial effusion and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device has not been returned to bsc for analysis, and the information within the event description suggests that the events related pericardial effusion is anticipated in nature as per the IFU for the nrg transseptal needle; therefore the 'known inherent risk of device' cause code was selected.

Event description:
A pericardial effusion occurred. It was reported that nrg transseptal needle was selected for a left atrial appendage (laa) closure procedure. A a 20 mm watchman flx pro closure device was implanted. While the patient was in recovery, the staff noticed the patient was having chest pain. The patient was brought back into the laboratory for treatment of the pericardial effusion. Pericardiocentesis was performed and 450cc of dull blood was drained. The closure device remained implanted in the laa. The patient was discharged next day and is expected to fully recover. The procedure was completed. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion occurred. It was reported that nrg transseptal needle was selected for a left atrial appendage (laa) closure procedure. A a 20mm watchman flx pro closure device was implanted. While the patient was in recovery, the staff noticed the patient was having chest pain. The patient was brought back into the laboratory for treatment of the pericardial effusion. Pericardiocentesis was performed and 450cc of dull blood was drained. The closure device remained implanted in the laa. The patient was discharged next day and is expected to fully recover. The procedure was completed. Product return is not expected.